Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 16mmx2.5mm, eccentric, de novo target lesion with a bend of 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5x15 emerge balloon catheter, a 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.